Manufacturer narrative:
(B)(4). The reported patient effects of cerebrovascular accident, thrombosis, seizures, respiratory failure, and death are listed in the xact instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that 17 days after the procedure to implant an xact stent in the left internal carotid artery (lica), the patient was hospitalized for a generalized seizure, cyanosis and lethargy. The patient was treated with dilantin and was intubated. Carotid doppler showed the carotid stent was occluded by thrombus. Head CT/MRI revealed a left frontal and parietal infarction thought to be the cause of the seizure. The patient was treated in the intensive care unit with heparin, aspirin and plavix. The condition worsened, palliative care was initiated, and the patient ultimately died 29 days after the procedure. No additional information was provided.